Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a cable broke on a grasping retractor instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.